Event description:
Customer called to report a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. Customer stated that she has been dealing with high blood glucose readings for a few weeks. The blood glucose reading at the time of hospitalization was over 600 mg/dl. Hospital is treating customer with IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.